Event description:
The customer reports that the emergency doctor found the swg (spring wire guide) was kinking during insertion.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing various components including a guide wire assembly for evaluation. The guide wire was returned partially within the advancer tube and showed evidence of use. No other kit contents contained signs of use. The guide wire was observed to have one distinct kink towards the distal end of the body. The distal j-bend was fully intact. Microscopic examination confirmed the kink in the guide wire body. The guide wire contained one kink 570 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars/introducer needle and catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the emergency doctor found the swg (spring wire guide) was kinking during insertion.